Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent cystoscopy, removal of foreign body/portion of sling, bladder biopsy with fulguration, removal of bladder stone on (B)(6) 2010 due to bladder stone, bladder pain, bladder lesion and eroded bladder neck sling. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that the patient underwent interstim implantation on (B)(6) 2009. No additional information has been provided.